Event description:
Customer reported that the insulin pump's display was cracked/scratched and the lcd had red coloring on it. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump was received with ,inor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.